Event description:
During a unk procedure on an (B)(6) year old female pt's ear, the laser fiber tip broke off inside the pt's left ear. The surgeon removed the tip. The initial reporter could not confirm what type of procedure was being performed. Pt outcome has been requested but not yet provided at the time of this report.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Manufacturer narrative:
(B)(4). Event evaluation: a review of complaint history, instructions for use (IFU), specifications and a visual inspection was conducted during the investigation. It was noted that the fiber, under examination, cracked into two long pieces; first crack was 44¿ from the distal end to break and the second crack was 72.5¿ from connector to break. The crack/break was 44¿ from the distal tip and not likely to have broken inside the patient. The distal tip of the returned fiber showed signs of power delivery and the tip was not broken off. Fiber-optics are made of glass (quartz) and should be handled with care when in use. Sharp bends or excessive pressure will cause cracks and fractures that will make the fiber-optics break or over-heat at the damaged spot. It is likely that the end user applied excessive pressure on the device, thus causing the device to fracture along its length. There is no evidence to suggest all items in this lot or similar were not manufactured to current specifications. Based on the available information, the root cause has been determined to be a result of excessive pressure on the device. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints per the risk assessment, no further action is required.

Event description:
During an unknown procedure on an (B)(6) year old female patient's ear, the laser fiber tip broke off inside the patient's left ear. The surgeon removed the tip. The initial reporter could not confirm what type of procedure was being performed. Patient outcome has been requested but not yet provided at the time of this report.